Event description:
Facility reports that one of their workers accidentally (incorrectly) set the endoscope disinfector temperature settings to 28 degrees farenheit. The facility is currently using high level disinfectant cidex opa which is required to use a 28 degrees celsius temperature setting for proper endoscope disinfecting. Thus scopes were reprocessed incompliantly. There were about 49 patients who had been in contact with the improperly reprocessed scopes. Facility was informed to contact manufacturer (johnson & johnson) for further details and to notify all possible infected patients. No injuries have been reported at this time.

Manufacturer narrative:
Dsd scope disinfector functioned as intended. No machine malfunctions were reported. This event due to "user misuse" of high level disinfectant (cidex opa) as required by product manufacturer. No pt injuries were reported. Should any injuries arise, a follow-up report will be submitted at that time. User facility corrected issue. No field service engineer was dispatched to site.